Event description:
Carestation 650 adjustable pressure limiting valve set at minimum and failed to release airway pressure in bag mode. Clinician had to disconnect rebreathing bag to prevent potential barotrauma to patient during procedure. Hospital bio med team replaced the flapper valve and ran all diagnostic checks and all passed.